Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery with heavy calcification. The 3.0 x 23 mm xience v stent delivery system (sds) was advanced for direct stenting, but could not cross the lesion due to the anatomy. After several attempts, force was applied and the shaft kinked. During removal, resistance was noted and the shaft separated inside the patient anatomy. A capturing device was used to remove the separated portion of the sds. A non-abbott sds was used to complete the procedure successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The kink and shaft separation were confirmed. The failure to advance/cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states to pre-dilate the lesion with a ptca catheter. Additionally, the IFU states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. The IFU deviations appear to have contributed to the reported difficulties.